Manufacturer narrative:
Concomitant medical products: product ID: 37085-95, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Product ID: neu_unknown_ext, serial #: unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 37085-95, serial/lot #: (B)(4), ubd: 02-feb-2016, UDI#: (B)(4). Product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 02-feb-2016. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 02-feb-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the patient had an infection. During pre-op, the patient had a right lead, right extension and right ins. In the left side, they had an extension that went into the right ins. No left lead at the time. When done with the procedure, the patient had a right lead and extension and no change to the right ins explanted. The new ins was implanted in the right with the plug in the second port left brain, no lead still, left extension was explanted. New left extension was implanted. The left ins was implanted and the left extension and a plug for the second port was implanted. The left brain lead was to be implanted at a later date. The patient had a left lead removed prior today at another facility. The left extension was removed and replaced. That was inserted into a new left ins with plug. The right ins was also replaced and plugged with a port as well. The reason for this was an infection. They will have the left lead implanted in the near future. The issue was resolved at the time of the report.